Event description:
It was observed during olympus' device inspection that the bronchofibervideoscope did not display an image before and after aeration. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection when the reportable malfunction was identified. Based on the results of the investigation, the issue can be linked to electrical component problems, however, a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.